Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had over-corrected after delivering a bolus via the pump and administering insulin injections. The customer's blood glucose (bg) was at 40 mg/dl at its lowest and carbohydrates were consumed to address the low bg. The customer declined tandem technical support's offer to troubleshoot.